Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is requiring frequent charging for extended periods of time. A replacement charging system was sent to the patient, however it was unable to locate the ipg. The patient's original charger was also unable to locate the ipg. The patient indicated he has yet to lose stimulation, but is using his scs sparingly due to the issues. Surgical intervention may take place at a later date.